Manufacturer narrative:
D9 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. In addition, the following non-reportable malfunction was found during the device evaluation: the light-guide fiber composite at the distal end was damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information provided: medical technology of customer was unfortunately unable to reproduce the issue afterwards, although it was noted that the issue had happened during procedure. Additionally, in a follow up communication, the following information were conveyed: the name of procedure was unknown and the reported issue occurred in the middle of the procedure. There were no other devices involved in the event, it is unknown if there are other devices replaced during the procedure. It is unknown if the same device was used to complete the procedure. To date, the device has not been returned to olympus for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, the image on the scope became purple during procedure. The unspecified therapeutic procedure was completed without delay. There were no reports of patient harm.